Event description:
This is a report of a home patient (hp) experienced a leak between their cassette and transfer set. The patient was connected at the time of the incident. There was patient involvement, however there was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.